Manufacturer narrative:
The device was returned to olympus, due to clogging of air/water tube, foreign objects come out of distal end. This complaint is most likely the result of mishandling. Testing and inspection also found: due to wear of flexibility adjustment ring, flexibility adjustment function does not work. Adhesive on the bending section cover had a crack. The connector cover is deformed and the universal cord had buckling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera ii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle was clogged. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material blocking the nozzle could not be identified and the root cause of the issue could not be determined, as no reprocessing deviation from the IFU was confirmed and no physical damage to the device that could attribute to the retention of foreign material was observed. The event may be detected by following the instructions for use section below: ·¿inspection of the endoscopic system - inspection of the air-feeding function¿. Olympus will continue to monitor field performance for this device.